Event description:
Reportedly, the ventilator gave 'device alert' alarm message and stopped ventilating while in use on a pt. The pt was ambu bagged by the caregiver, then switched to the backup ventilator. Distributor reported that the piston rod in the pump was broken during the ventilation. Please note that no permanent injury was reported in this case.